Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with small corneal abrasion/epithelial defect in left eye 2 days post treatment. It was stated that the patient had noloss of best corrected visual acuity (bcva). The patient complained of left eye feeling dry. On (B)(6) 2015, it was reported that patient was experiencing dry eye and the following bcva. Right eye pre-op 20/20 -3.25 x .00 x 90. Left eye pre-op 20/20 -4.25 x .00 x 90. It was also reported that on (B)(6) 2015, patient started experiencing increase pain the night before and visual acuity was 20/20 (20/15 in both). Patient used ointment at night in both eyes and was instructed to return in a week as scheduled. On (B)(4) 2015 it was reported that the abrasion healed as of (B)(6) 2015 visit. It was reported on (B)(4) 2015 that surgeon prescribed erythromycin drops to use.